Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii failed to load properly and the deployment tube fell out of the deployment handle. A cross clamp and side biter was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).